Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2018 (35 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual inspection of the returned blood pump is indicative of a defect in the blood-side layer of the triple layer membrane. A detailed analysis will be provided as soon as available.

Event description:
Berlin heart inc. Was informed by the clinic on (B)(6) 2018 that blood was visible around the stabilization ring region of the right excor blood pump of a patient supported in the bivad configuration. The pumping function of the affected blood pump was not affected. The clinic provided berlin heart inc. A picture of the event. After evaluation of the picture, berlin heart inc. Recommended an immediate exchange of the affected excor blood pump. The replacement of the blood pump was without complications and the patient is doing well.

Manufacturer narrative:
Exemption number: e2013009. (B)(4). During initial visual examination of the returned blood pump, an accumulation of reddish-brown fluid in the membrane interstices was visible. Red-brown particles were found in the membrane interstices. No air cushion was detected between the membranes. The blood pump was also tested for functional performance and met its required functional specification. For further investigation, the pump was submitted for an external CT examination. Particles were detected in the membrane interstices. The CT scan did not show any air cushions nor abnormalities in the individual membrane layers. The pump was then disassembled for further testing and the membrane layers were individually inspected. A leak was detected in the blood-side layer at the edge, close to the housing. The remaining two layers of the triple layer membrane were found to be intact. At the time of investigation, the membrane thickness was found to be within specification for the air-side and middle layers. However, the blood-side layer showed a reduced thickness at the defect location. During normal pumping function membranes can get stressed. As a result, if membrane thickness is below the required thickness, there is a possibility that membrane leakage can occur at the thinnest point of the membrane. A reduced membrane thickness was found to be the cause of the membrane rupture. The pump membranes are made by a manual dipping process by operators, therefore, a minimal variability in membrane thickness is possible.